Event description:
Clinical team reported tubing cracked and leaked blood. This resulted in a delay in treatment. It was stated the needle was replaced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), complaint and lot history, sample, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a crack and leak in the tubing of the infusion set was confirmed. The product returned for evaluation was 20g x ¾¿ safestep infusion set. The returned product sample was evaluated and the following observations were made: a tear in the extension tube was seen at the interface of the proximal luer adapter the fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue-based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. This event type will continue to be monitored as part of ongoing quality efforts. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgqf080 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
Clinical team reported tubing cracked and leaked blood. This resulted in a delay in treatment. It was stated the needle was replaced. No other information was provided.